Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sheath of 8 mm monopolar curved scissors (mcs) instrument broke. The instrument was stuck in trocar. The staff was able to fix the issue and procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported instrument and trocar were removed from the patient because the wrist could not be straightened. A new trocar was placed to enable the surgery to continue. The broken instrument was stuck inside the trocar and was manually straightened by the unsterile circulator to remove the metal trocar. No fragment(s) into the patient. The port incision was not increased. The instrument was inspected prior to use and no damage was observed.